Manufacturer narrative:
Batch review performed on 19 february 2026. Ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot 2105981: (B)(4) items manufactured and released on 09-sep-2021. Expiration date: 2026-jun-03. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner d 36/e (k103721) lot 2107101: (B)(4) items manufactured and released on 18-jun-2021. Expiration date: 2026-jun-03. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection 4 years after primary surgery. The surgeon performed a washout, I&d, and revised the d 36 liner to a liner of the same size and 36mm biolox head to a head of the same size. The surgery was completed successfully.